Manufacturer narrative:
Six samples were not returned. There were four cases with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). There were two cases with a method codes of analysis of production records (3331), analysis of data provided by user/third party (4112), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age ranges from unknown to 85. There was one female patient and 5 patients with unknown gender.